Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 1 event was not duplicated during testing; the device was found to be within specifications. 1 event was duplicated during testing. 1 device was found to be affected by internal corrosion. This device is not repairable and was not returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated.there was no patient involvement; no patient impact.